Manufacturer narrative:
Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the patient¿s umbilical hernia as this event occurred prior to the start of pd therapy. It is well established for those patients undergoing pd are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s umbilical hernia remains unknown; however, it is well-known a large portion of hernias occur prior to the start of dialysis. Therefore, the liberty select cycler can be excluded as the source of the patient¿s hernia. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, a serial number corresponding with the patient's cycler was not provided, preventing the manufacturer from conducting a review of the device manufacturing records. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Fresenius became aware of this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler underwent a hernia repair and experienced shoulder pain upon resuming pd therapy. There was no specific allegation these events were due to a malfunction or deficiency of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient underwent a non-emergent, outpatient procedure for an umbilical hernia repair approximately three weeks prior to the follow up. The cause of the hernia and date of diagnosis were unknown; however, the pdrn affirmed the patient¿s hernia preexisted the start of pd therapy. It was affirmed pd therapy had not exacerbated the signs or symptoms of the patient¿s hernia. The patient¿s pd prescription was temporarily changed to reduced fill volumes, but the patient is back to their previous prescription as they recovered from the procedure. Concerning the patient¿s shoulder pain experienced upon return to his previous pd prescription, it was found the patient¿s symptoms were related to cardiac issues with no relationship to pd therapy. It was confirmed the patient¿s umbilical hernia, the associated outpatient procedure and the following shoulder pain were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following these events.